Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that while removing insert the blue plastic chipped at one corner. All pieces accounted for as per surgeon. No delay reported. No patient injuries reported. An s&n backup was available.